Event description:
On (B)(6) 2013, the patient reported that her infusion tubing broke away from the luer. The patient noticed the break when she went to change her infusion set. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was replaced and was requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA section. It was unknown if the patient used any concomitant medical products.

Manufacturer narrative:
Since no material has been returned and a wrong lot number was given from the customer, no investigation could be performed. Therefore the complaint cannot be verified. No product was returned.